Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.